Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that the motor of the device was corroded due to repeated saline exposure. Unintended activation was not confirmed.

Event description:
It was reported that the m4 turns off and on by itself.